Event description:
In 2007, this pt was treated for a descending thoracic aneurysm with two gore tag thoracic endoprostheses. The pt awoke from the surgery paraplegic prior to the event day. A cerebral spinal fluid drain was immediately placed. An MRI was performed showing spinal cord infarct at t-7. The pt remained stable, and several days was later discharged to a rehabilitation facility. No films are available for return to gore.

Manufacturer narrative:
A review of the manufacturing paperwork are being conducted. Please note attached list of additional devices implanted and/or involved in this event; gore tag thoracic endoprosthesis (tg4015/04708464) and gore 24 fr sheath (unk/unk). Please reference medwatch #2017233-2007-00411 for sheath event.